Manufacturer narrative:
Additional information was received that the patients infection was at the pocket site. The physician believed the patient picked the incision site which possibly caused the infection. The infection was not device related. The physician also did not suspect anything from the recent procedure that would have contributed to the infection. The patient was placed on antibiotics. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviation potentially related to the event occurred during the manufacturing. A review of the sterilization record documentation. For the device was found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm.

Event description:
A report was received that the patient had a suspected infection. The patient underwent an explant procedure.